Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50 . Serial:(B)(4). Batch: 7106276/7096004.

Event description:
It was reported that patients therapy was not working. The patient underwent an explant procedure wherein the entire system was removed. The explanted devices will not be returned.